Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with non sustained ventricular episodes that appeared to show noise on both atrial and ventricular leads. No device changes were made. The patient was asymptomatic during these episodes. Related manufacturer reference number: 2017865-2020-13114.